Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging her daughter's onetouch ping meter remote was missing blood test results from the meter's memory. Additionally, she reported an inaccurate high result with the same meter. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed on (B)(6) 2012 at approximately 5pm, the patient was experiencing ''low blood glucose symptoms'' while they were out but did not report specific symptoms. The patient reportedly tested with the subject meter at the onset of the symptoms at approximately 5pm and told her mother she obtained a blood glucose value of ''40mg/dl.'' The patient manages her diabetes with novolog insulin through pump therapy and did not take any action regarding her usual diabetes management routine in response to the alleged issue. She reportedly self-treated her symptoms immediately after testing with 4 sips of pepsi and they returned home. The reporter stated the patient tested her blood glucose when they arrived home approximately 20 minutes later and reported obtaining a reading greater than ''400 mg/dl'' which she felt was high based on her usual readings/feelings. In checking the patient's blood glucose, she reported that she was unable to locate the previous result of ''40 mg/dl'' in the subject meter's memory. She claimed that she has noticed missing results in the memory since 2 weeks ago. It was reported that the patient administered an unknown dose of novolog insulin based on the meter result at approximately 5:20pm of that same day. There were no reports that the patient's symptoms deteriorated after taking the insulin and no reports of medical intervention. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The subject device was set to the correct unit of measure. The patient did not have any more test strips or control solution available for further troubleshooting. The alleged issues remained unresolved and replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issues first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issues. However, the complaints are being reported because the missing result issue was not resolved at the time of troubleshooting. Additionally, one would not expect the patient's blood glucose to elevate so high within 20 minutes of drinking the soda.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation. However, unrelated to the issue, there was a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.